Event description:
Patient reported that she has a pump malfunction again. 2nd pump. Patient states the run button might be broken. Pt frustrated because she keeps getting pumps that keep failing. She states alert, administrative settings not set when she tried run. Patient completed infusion via gravity tubing. No missed doses reported. Unknown if patient experienced an adverse event due to defective product. Unknown if product is available for return to manufacturer. Pharmacy is replacing device. No further information, details or dates provided. Common variable immunodeficiency. Patient code: 4480 device codes: 2588, 1670. Reference report #mw5176529.